Manufacturer narrative:
Internal report reference number:(B)(4). Meter was not returned for evaluation. Complaint was forwarded to packaging and internal evaluation was completed. Packaging records were reviewed, no abnormalities observed. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement product resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for missing package item. Pharmacy intern at retailer reported complaint on behalf of the customer. Caller stated that the customer had returned the meter to the pharmacy as it did not include a battery. Caller stated that the customer had purchased the meter on 05/23/2025. Caller stated that the box had been sealed at the time of purchase; customer had returned home and had noticed the battery was missing. No symptoms or medical intervention associated with the use of the product was reported.